Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an umbilical hernia (characterized by drain complications), which warrants surgical intervention. While there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible contributory role in the exacerbation of the patient¿s umbilical hernia. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation. Should additional information become available, this clinical investigation will be re-evaluated accordingly.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a hernia, which requires repair. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia, which was present prior to the patient beginning pd for rrt. The pdrn reported the patient¿s umbilical hernia has worsened recently (diagnosed via ultrasound) and is causing drain complications. The patient has not undergone any surgical procedure yet; however, the pdrn stated ¿it will be required.¿ the patient continues to perform ccpd with the same liberty select cycler without issue. Per the pdrn, the liberty select cycler did not malfunction (nor any other product and/or device); however, the patient¿s umbilical hernia has worsened since beginning ccpd. The patient has begun changing positions throughout the night to accommodate adequate/timely drainage until surgery can be performed.

Manufacturer narrative:
Correction: b2 other serious (important medical event changed from "no" to "yes", b3, d10 therapy date.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a hernia, which requires repair. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia, which was present prior to the patient beginning pd for rrt. The pdrn reported the patient¿s umbilical hernia has worsened recently (diagnosed via ultrasound) and is causing drain complications. The patient has not undergone any surgical procedure yet; however, the pdrn stated ¿it will be required.¿ the patient continues to perform ccpd with the same liberty select cycler without issue. Per the pdrn, the liberty select cycler did not malfunction (nor any other product and/or device); however, the patient¿s umbilical hernia has worsened since beginning ccpd. The patient has begun changing positions throughout the night to accommodate adequate/timely drainage until surgery can be performed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with a hernia, which requires repair. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with an umbilical hernia, which was present prior to the patient beginning pd for rrt. The pdrn reported the patient¿s umbilical hernia has worsened recently (diagnosed via ultrasound) and is causing drain complications. The patient has not undergone any surgical procedure yet; however, the pdrn stated ¿it will be required.¿ the patient continues to perform ccpd with the same liberty select cycler without issue. Per the pdrn, the liberty select cycler did not malfunction (nor any other product and/or device); however, the patient¿s umbilical hernia has worsened since beginning ccpd. The patient has begun changing positions throughout the night to accommodate adequate/timely drainage until surgery can be performed.